Event description:
It was reported that the recharger suddenly started displaying the 'reposition antenna' screen persistently, which made them unable to charge their ins battery. The patient mentioned that they were able to fully charge the ins battery before this issue started. Before calling patient services, the patient stated that they repositioned the recharger antenna several times, but it did not resolve the issue. The patient also mentioned that they tried using antenna locate (al), but it did not resolve the issue. The patient also stated that they used their patient programmer to check the ins, and the patient programmer indicated that the ins battery was 'low.' During the call, agent had the patient examine the recharger antenna, but no damage was found. The recharger kept showing the 'reposition antenna' screen, but the patient programmer was able to communicate with the ins on the first attempt and was showing the 'low ins battery' information screen. Additional information received from the healthcare provider (hcp) reported the recharger wouldn¿t connect to the implant. The hcp was able to connect the tablet to the implant, but the implant battery was low. The consumer stated the replacement recharger worked at first, but now it wasn¿t working and they had a power on reset (por) message a couple weeks ago; it was unknown if the por was related to this issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 37751, serial#: (B)(4), product type: recharger. Product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.